Manufacturer narrative:
The cadd legacy pump was returned to the manufacturer for analysis. It was found to be in good physical condition. Delivery accuracy testing was performed and the average delivery error was found to be within the published specifications of +/-6%. Therefore the original complaint could not be confirmed. Fluid ingressions were found on the chassis by the expulsor and sensors. The expulsor assembly was replaced as a precaution due to these fluid ingressions.

Event description:
Information was received indicating that a smiths medical cadd legacy pump failed an accuracy test by -11.9%. There were no reported adverse events.